Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2021, the patient was hospitalized with hyperglycemia and ketoacidosis. The blood glucose level was 27 mmol/l. The customer received intensive care treatment in the hospital and the ketone bodies went down. The patient was discharged from the hospital after three days.